Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and th or surgical video were not available for analysis. From analysis of the system database and the system oct recording, it was determined that there were no system anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Additionally, the surgeon reported that an incomplete capsulotomy inferiorly was observed. It is unknown if the surgeon used the standard continous curvilinear capsulorhexis (ccc) surgical technique to remove the capsulotomy disc. The cause (s) of the anterior capsule tear is unknown.

Event description:
It was reported that a patient who underwent anterior capsulotomy, lens fragmentation, and corneal incisions with the catalys system (system) subsequently experienced an anterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. No additional complications and/or medical intervention were reported.